Manufacturer narrative:
Patient identifier = sid (B)(6). A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The abbott ambassador discussed fa07mar2019 product correction letter with customer. The results for one sample sid (B)(6) on (B)(6) 2018 for alinity I ca125, ca15-3, and toxo-igg were for validation testing. None of the results were generated on an analyzer that is test of record nor being used for individual patient management. There was no reported impact to patient management.